Event description:
A tandem mobi cartridge alarm was reported by the customer, with no adverse impact to their blood glucose level. Technical support confirmed the cartridge alarm 34 and resolved to replace the pump, as the pump was under warranty. The customer did not have a backup therapy available and was advised to contact their healthcare provider. They were informed that the replacement pump would come with updated software. Instructions on how to put the faulty pump into storage mode and return it to tandem were provided, with the customer understanding and acknowledging these steps. A replacement pump was sent to the customer, who was also advised to program their settings and connect their cgm to the new pump.